Manufacturer narrative:
Device remains implanted.

Event description:
A company representative reported that a patient experienced post-operative fracture of two serrato screws. The patient has not been revised and revision is not currently scheduled. This report captures the first of two fractured screws.